Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 4031 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("the right cornu displays embedded coil materia") in a 34 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of colposcopy in 2022, depression in 2021, breast reconstruction in 2019, loop electrosurgical excision procedure and cervical intraepithelial neoplasia ii in 2018, liposuction in 2014 and menses irregular, penicillin allergy, post-traumatic stress disorder, borderline personality disorder, adhd, smoker, umbilical hernia, umbilical hernia, seasonal allergy, migraine without aura (migraine without aura and with status migrainosus, not intractable), migraine, anesthesia, bipolar I disorder, asthma, anxiety and anemia. Previously administered products included: promethazine for nausea and adderall, neurontin [gabapentin], desyrel, multivitamin & mineral, promethazine, maxalt and valtrex. The patient had a family history of hypertension, psychiatric disorder nos, anemia, colon cancer and diabetes. Concurrent conditions were listed as menometrorrhagia, pelvic pain female, post coital bleeding and metrorrhagia. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: more than one related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [human chorionic gonadotropin] on (B)(6) 2022: urine- negative. Qualitative ¿ negative. [Pathology test] on (B)(6) 2023: surgical pathology report. Final diagnosis. Hysterectomy and bilateral salpingectomy: endometrium: benign late proliferative/early secretory. Endometrium. Right cornu: metal coil. Cervix: chronic active cervicitis. Right fallopian tube: metal coil. Paratubal cyst. Left fallopian tube: paratubal cysts. Pathology: pelvic pain. Irregular bleeding. Irregular menstrual cycle. Macroscopic: the right cornu displays embedded coil material, consistent with essure coil. The right fallopian tube measures 4.5 cm in length by 0.5 cm in diameter and displays dusky purple congested serosa with an unremarkable cut surface, which displays silver metal coil material within the proximal tube. The left fallopian tube measures 6 cm in length by 0.5 cm in diameter and displays dusky purple glistening serosa with focal para tubal cysts measuring up to 0.4 cm. The cut surface is predominantly unremarkable, with focal silver metal coil material within the proximal tube. [Smear test] on (B)(6) 2018: papanicolaou smear of cervix with atypical squamous cells of undetermined significance (asc-us)- (B)(6) 2018. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-sep-2023: medical record received. Event medical device removal is replaced with device embedded patient medical history and lmp , lab data were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.